Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they had no further information regarding the patient¿s high impedances and new higher pain. They stated that nothing had been resolved and that they assumed the patient would have another appointment, but they had not been told of one yet. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient came into the office for reprogramming as they had a new pain higher in their back. It was indicated that the patient¿s impedances were checked and electrodes 4 through 7 were found to have high impedances. The rep was unable to program the patient higher. The patient¿s doctor was getting an x-ray performed. There was no known cause for the high impedances and no actions had been taken yet to resolve the issue. The issue was not resolved at the time of the report. No surgical intervention has occurred and it is unknown if surgical intervention is planned. The rep stated that they would follow-up for more information. The event date was asked but was unknown. No further complications were reported/anticipated.